Manufacturer narrative:
Secondary surgery, excessive.

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009, in the patient's right (od) eye. The lens was explanted in 2009, due to excessive vaulting associated with elevated iop. Patient's post-op iop was 40mm. The lens was exchanged for a shorter model.